Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was caller stated that as of about 3 weeks ago the implant is no longer charging. Caller stated they had noticed it was taking longer and longer to charge the implant noting that they would sit for 6 hours and only get 50% charged and that charge amount got smaller and smaller until it stopped charging all together. Caller added they keep seeing the alert that comes up and says to notify your doctor. Caller stated they felt the implant die because all of a sudden they felt the stimulation slow down until it was gone. The patient was redirected to their healthcare provider to discuss restarting the implant or other options. Caller stated they don't have a doctor; agent sent email with physician listings. On 2023-aug-08 additional information was received from the patient (pt). The pt reported the cause of the implant not charging is the battery is dead. The pt will be having the battery replaced. The issue has not yet been resolved and patient is looking for an hcp in their area to change the battery.

Event description:
Additional information was received from the patient. They noticed that their implantable neurostimulator (ins) battery needed to be replaced for it had died. Pt noted the patient programmer showed end of service (eos). During that time pt wondered why the ins could not charge then they got a message of loc or lec. The pt could not charge their ins up and it drained. Pt noted that they filled their recharger up and wondered why it was not charging the ins then the battery charge ran down really fast. Pt had been calling the manufacture since then. Patient stated that they spoke to a representative. Patient service emailed patient healthcare provider listings.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.